Manufacturer narrative:
(B)(4). The report of melted iui connectors was not confirmed. The report of a burned component on the power supply board of the returned pcu device was confirmed along with the pcu device no longer recognizing modules attached to the left side of the device. The instrument seal was missing on the device. No evidence of melting or heat damage was found on the outsides of both left and right black iui connectors. The pins of both iui connectors exhibited a slight deterioration of the metal surfaces and pin 2 on the right iui had a small amount of green residue beginning to develop. A small amount of fluid residue was found on the lower sections of the rear case. The device was opened and inspected; fluid residue was found on top of the left iui connector. A green residue was also found on pins 2 and 14 where the conductor enters the body of the iui housing. No melting or blistering of the iui housing was found. The component q11 on the power supply board exhibited blistering on the body of the part as a result of excessive heat dissipation and left a scorch mark on the rear case. If the pcu device had been performing an infusion and the power ceased to the device, an alarm would have occurred. A module that is left in an idle state such as occurred in this incident would not generate an alarm but would be found inoperable with no power. The cause of the customer's reported problem was a damaged q11 component on the power supply board. The root cause of the damaged q11 component is unk.

Event description:
Biomed reported that the pcu device was set up to charge overnight. When the biomed returned, the device had turned off and would not turn back on under battery power. The biomed attached two lvp devices and the pcu device would not recognize them. The biomed smelled smoke and turned off the devices. The biomed disassembled and inspected the pcu device. He found (where the iui connector connects on the right hand side) the chip on the power supply had caught fire and now has a burn and also a burned inside wall. The biomed is concerned that the unit did not alarm after it caught fire. There was no report of device infusing or being used on a pt at the time of the event.